Manufacturer narrative:
The impella cp has not yet been returned for evaluation as it is currently being held in the complainant's risk management department; consequently, no device analysis could be performed. Upon the release and return of the device an evaluation will be performed and the results and conclusions will be reported in a supplemental medwatch report. (B)(4). Held in user's risk management department.

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) male patient presented at the hospital with a totally occluded right coronary artery (rca) and left anterior descending coronary artery (lad). The patient's left main (lm) was also found to be diseased. An impella cp was placed to allow hemodynamic support to the patient during stenting. Following successful stenting of the lm and lad, the rca was opened, but only one stent was able to be applied to the rc. The physician was unable to fully complete the repair of the rca, as radiation usage was reported to have become too high. The patient was then transferred to the intensive care unit (ICU) and was reported to be doing well with the impella cp support successfully continued. The patient was administered heparin and integrin, blood seepage was then observed around the repositioning sheath and the right angioseal site. A femstop was then applied and the seepage was resolved. After over 22 hours of successful support the patient was reported to have been both looking and feeling better. It was then decided to remove the impella cp. During explant of the device the pump cannula separated into 2 pieces. The separated portion was able to be retrieved by hand at the femoral insertion site after the application of slight pressure to the surrounding tissue. Following removal of the impella pump hemostasis was obtained. There were no adverse effects to the patient and the patient was reported to be in stable condition following the removal of the impella cp.